Event description:
Pt with intermittent chest pain with and without exertion since 12/01. Pt underwent left heart cath, left ventriculogram and coronary angiogram. Use of perclose to close the left femoral artery access site. Perclose failed. Hand held pressure applied for 15 mins. Betadine elastoplast dressing applied. Site with no visible hematoma.